Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens implantation the patient vision was still fuzzy, patient was seeing shadows behind letters and had blurry vision. The lens was removed and replaced with non-company lens in a secondary procedure. The clinical reason for explant was hyperopic miss. Additional information received stated that patient's right eye was impacted and patient's issues have been resolved.

Manufacturer narrative:
Correction: on initial MDR the FDA patient event code 2138 was inadvertently not included. It has been added in this report. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned in 3 pieces in a zip lock bag. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No other observations, unable to confirm the reported complaint. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).